Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Should additional information become available, a follow-up report will be submitted. The malfunction occurred on a total of (4) four separate devices, therefore an additional (3) three separate 3500a forms have been submitted.

Event description:
The nurse reported the flexi-seal fms irrigation port was broken. This was noted prior to using the flexi-seal fms on a patient.